Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. Pfs alleges pain, popping/grinding, increased metal ions, and inability the walk. The revision operative note indicated the patient had a loose stem. The patient had an srom stem and sleeve implanted during the doi, so both are being reported for the loosening. No labs were provided for the alleged high metal ions. There are medical records from after the dor ((B)(6) 2012 to (B)(6) 2013) that indicate possible migration of the stem. At this time it is unknown what stem was placed during the dor on (B)(6) 2011. If/when we receive information indication a depuy product was involved we will update as needed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of cup, closed dislocation, infection, metal wear and metallosis.